Event description:
It was reported that the doctor performed a 3-level alif using the thor system. From the initial plate and screw placement, the tips on the screwdrivers in the set both twisted and sheared when any torque was placed on them. Other drivers were available so we were able to finish the case. A synthese driver was used to seat some of the screws. The tech attempted to use pliers to straighten out the tips to no avail. The final outcome was rendered "acceptable" as far as the placement and locking of the plate, but the lack of effective drivers did not allow for the plate to be locked down as designed.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental.